Event description:
As reported, the deployment button of a 5f exoseal vascular closure device (vcd) could not be pressed and the device could not be deployed. Manual compression was applied to complete the procedure. There was no reported patient injury. The procedure was performed retrogradely. The physician was certified to use exoseal vcd. The exoseal vcd was used in an interventional procedure and was stored and prepped according to the instructions for use (IFU).no visible device or packaging damage before use. The sheath introducer used, including manufacturer, model, and size, is unknown. Angiography confirmed femoral artery suitability, including introducer insertion angle of 30¿45 degrees. Vessel diameter =5mm, no visible calcification, plaque, stents, or >50% stenosis near puncture site. No evidence of pre-existing hematoma, av fistula, or pseudoaneurysm. The target femoral site had not been closed with any closure device or manual compression within the 30 days prior to the procedure. Pulsatile flow was observed from the bleed-back indicator. The exoseal vcd and vascular sheath introducer were retracted together until pulsatile flow from the bleed-back indicator significantly slowed or stopped, and also until the indicator window changed to a solid black color. When depression of the button was attempted, it could not be pressed at all, and at that time the indicator window was showing solid black. After removal, the plug did not separate from the exoseal vcd. The device was not returned as expected.

Manufacturer narrative:
After further review of additional information received the following sections have been as reported, the deployment button of a 5f exoseal vascular closure device (vcd) could not be pressed and the device could not be deployed. Manual compression was applied to complete the procedure. There was no reported patient injury. The procedure was performed retrogradely. The physician was certified to use exoseal vcd. The exoseal vcd was used in an interventional procedure and was stored and prepped according to the instructions for use (IFU).no visible device or packaging damage before use. The sheath introducer used, including manufacturer, model, and size, is unknown. Angiography confirmed femoral artery suitability, including introducer insertion angle of 30¿45 degrees. Vessel diameter =5mm, no visible calcification, plaque, stents, or >50% stenosis near puncture site. No evidence of pre-existing hematoma, av fistula, or pseudoaneurysm. The target femoral site had not been closed with any closure device or manual compression within the 30 days prior to the procedure. Pulsatile flow was observed from the bleed-back indicator. The exoseal vcd and vascular sheath introducer were retracted together until pulsatile flow from the bleed-back indicator significantly slowed or stopped, and also until the indicator window changed to a solid black color. When depression of the button was attempted, it could not be pressed at all, and at that time the indicator window was showing solid black. After removal, the plug did not separate from the exoseal vcd. The product was not returned for analysis. A review of the manufacturing documentation associated with lot 18422396 presented no issues during the manufacturing process that can be related to the reported event. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint ¿deployment lever (button) frozen/locked¿ could not be evaluated. Without the return of the device, and with no procedural films, the exact cause of the reported event could not be determined. Unspecified procedural, handling, and/or anatomical factors, as well as patient comorbidities, may have contributed to the reported issue. During retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. The instructions for use (IFU) instructs the user to ensure that the deployment button is fully depressed and flush against the handle assembly. It also cautions that care should be taken to ensure that no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to or during deployment of the plug. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. As reported, the deployment button of a 5f exoseal vascular closure device (vcd) could not be pressed and the device could not be deployed. Manual compression was applied to complete the procedure. There was no reported patient injury. The procedure was performed retrogradely. The physician was certified to use exoseal vcd. No visible device or packaging damage before use. The sheath introducer used, including manufacturer, model, and size, is unknown. Angiography confirmed femoral artery suitability, including introducer insertion angle of 30¿45 degrees. Vessel diameter =5mm, no visible calcification, plaque, stents, or >50% stenosis near puncture site. No evidence of pre-existing hematoma, av fistula, or pseudoaneurysm. After removal, the plug did not separate from the exoseal vcd. Additional information was requested but not provided. The product was not returned for analysis. A review of the manufacturing documentation associated with lot 18422396 presented no issues during the manufacturing process that can be related to the reported event. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint ¿deployment lever (button) frozen/locked¿ could not be evaluated. Without the return of the device, and with no procedural films, the exact cause of the reported event could not be determined. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. The instructions for use (IFU) instructs the user to ensure that the deployment button is fully depressed and flush against the handle assembly. It also cautions that care should be taken to ensure that no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to or during deployment of the plug. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the deployment button of a 5f exoseal vascular closure device (vcd) could not be pressed and the device could not be deployed. Manual compression was applied to complete the procedure. There was no reported patient injury. The procedure was performed retrogradely. The physician was certified to use exoseal vcd. No visible device or packaging damage before use. The sheath introducer used, including manufacturer, model, and size, is unknown. Angiography confirmed femoral artery suitability, including introducer insertion angle of 30¿45 degrees. Vessel diameter =5mm, no visible calcification, plaque, stents, or >50% stenosis near puncture site. No evidence of pre-existing hematoma, av fistula, or pseudoaneurysm. After removal, the plug did not separate from the exoseal vcd. Additional information was requested but not provided. The device was not returned as expected.

Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. As reported, the deployment button of a 5f exoseal vascular closure device (vcd) could not be pressed and the device could not be deployed. Manual compression was applied to complete the procedure. There was no reported patient injury. The procedure was performed retrogradely. The physician was certified to use exoseal vcd. The exoseal vcd was used in an interventional procedure and was stored and prepped according to the instructions for use (IFU). No visible device or packaging damage before use. The sheath introducer used, including manufacturer, model, and size, is unknown. Angiography confirmed femoral artery suitability, including introducer insertion angle of 30¿45 degrees. Vessel diameter =5mm, no visible calcification, plaque, stents, or >50% stenosis near puncture site. No evidence of pre-existing hematoma, av fistula, or pseudoaneurysm. The target femoral site had not been closed with any closure device or manual compression within the 30 days prior to the procedure. Pulsatile flow was observed from the bleed-back indicator. The exoseal vcd and vascular sheath introducer were retracted together until pulsatile flow from the bleed-back indicator significantly slowed or stopped, and also until the indicator window changed to a solid black color. When depression of the button was attempted, it could not be pressed at all, and at that time the indicator window was showing solid black. After removal, the plug did not separate from the exoseal vcd. One non-sterile exoseal vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received disengaged, while the guard was locked. The plug was in manufactured position and the indicator wire was found deployed. A non-cordis 5f catheter sheath introducer was returned inserted on the received unit. Finally, it was observed that the indicator window was received in the black/white position. During this visual analysis, no additional anomalies were observed to be reported. A deployment simulation evaluation was performed after the deployment lever was manually engaged again. During this analysis, the indicator wire was pulled to achieve the black/black position in the indicator window, then it was proceeded with the deployment lever full depression, achieving the indicator wire retraction and plug expected deployment. Additionally, the indicator window black/white/ red position was obtained as well. Even though the mechanism worked as expected during this simulation, the deployment lever mobility appeared to have been compromised prior to its arrival for this evaluation, as the button did not travel fully downward during complete actuation. A high magnification microscopic evaluation was executed to evaluate the internal mechanism of the unit and the deployment lever. During this analysis, presence of a crack on the button was observed, which may indicate that the unit could have been subjected to rough handling prior to receipt for this evaluation, while the internal configuration of the unit showed no abnormal condition to be denoted. A review of the manufacturing documentation associated with lot 18422396 presented no issues during the manufacturing process that can be related to the reported event. The reported event of ¿deployment lever (button) frozen/locked¿ was not observed during the analysis of the returned device. However, the deployment lever was received in a disengaged state. During functional testing, the lever was successfully reattached, and full deployment was achieved. Additionally, microscopic evaluation revealed a crack on the deployment lever, which may have contributed to the reported event. This finding suggests that the device may have been subjected to rough handling, as indicated by its condition upon receipt. Based on the limited information available for review and product analysis, unspecified procedural/handling factors (such as the indicator window was not at the proper solid black position when attempting to depress the button) possibly contributed to the issue experienced during the procedure. As cautioned in the instructions for use (IFU), which is not intended as a mitigation, ¿the exoseal¿ vascular closure device procedure should be performed by physicians who have expertise in the techniques of vascular catheterization (or other healthcare professionals authorized by, or under the direction of, such physicians) and possess adequate training in the use of the device, e.g. Participation in an exoseal¿ closure device training program.¿ additionally, the IFU instructs, ¿while holding the exoseal¿ vcd in the right hand, making sure the thumb is not placed on the plug deployment button, continue retracting the exoseal¿ vcd and vascular sheath introducer very slowly (controlling retraction with the left hand) until the graphic pattern in the indicator window changes to a solid black color, at which point the plug is correctly positioned for deployment. Caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1 cm of retraction from the point pulsatile flow significantly slowed or stopped, discontinue the use of the device. Caution: further retraction of the exoseal¿ vcd and the vascular sheath introducer will cause a set of red and white bars to appear in the indicator window, as a warning that no further retraction should occur prior to plug deployment. If further retraction occurs, discontinue the use of the device. Use the left hand to anchor the vascular sheath introducer and the exoseal¿ vcd in a stationary position. Press the plug deployment button to deploy the plug, ensuring the plug deployment button is fully depressed and flush against the handle assembly. The indicator wire will automatically withdraw and the plug will be deployed.¿ neither the product analysis, the product history review, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, a risk assessment has been initiated to further investigate similar complaints reported.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: d9, g3, g6, h1, h2, h3 and h6. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.